Manufacturer narrative:
The device will be evaluated into root cause upon product return from the customer.

Event description:
It was reported by the sales rep that the intraclude aortic device, icf100, balloon burst at the end of the case. The balloon was inflated with 57-60cc of saline. The occurrence date is unknown. Unknown lot number. The case was completed with "heart fibrillating". No patient injury was reported.

Manufacturer narrative:
It was reported by the sales rep that the icf100 balloon burst at the end of the case. The balloon was inflated with 57-60cc of saline. The occurrence date is unknown. Unknown lot number. The case was completed with "heart fibrillating". No patient injury was reported. Additional information: the hospital was aware of the volume being inflation was outside of what is recommended by the sales rep. They chose to inflate against the suggestion to stop inflation past 40ml per the sales rep and IFU. Per the rep: "the aorta varied in size depending on where you measured it but it was roughly 3.8cm where it was initially placed. They overinflated the balloon for 2 reasons: they were chasing the pressure and like to keep it around 400 & the root kept on filling up because the balloon was at its limits." Evaluation: evaluation of the balloon found that the balloon did burst. The complaint was confirmed. Root cause was determined to be overinflation by the user in disregard to the IFU. Trends for this issue are in control and will continue to be monitored. Manufacturing records were not able to be reviewed due to the fact that no lot number was provided. There will be no pra or CAPA initiated at this time. The trend for this complaint type is in control. The instructions for use, training and risk control measures are appropriate at this time. Trends will continue to be monitored on through the edwards quality system.